Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the syringe would not stay attached to the inflation valve during patient use. The customer reported there was no patient injury and no medical intervention performed.